Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient reported falling back in (B)(6). She has lost clinical effectiveness and back coverage of stimulation since that time. She did not report it until today when she was at hcp office. An x-ray was performed and confirmed lead migration. Reprogramming was done and patient will return to the clinic if new programming is not effective. Issue resolved at this time. No further complications were reported/anticipated.